Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after eating without announcing the meal and running out of insulin during an infusion set change, requiring assistance to complete the set insertion and resume insulin delivery; the highest reported glucose was 300 mg/dl and the excursion persisted for approximately six hours, with a trace ketone result and a corrective subcutaneous insulin injection administered outside the system. Symptoms included elevated blood glucose with ketosis indicated by trace ketones. Outcomes included temporary impairment requiring assistance and use of backup therapy, without hospitalization or professional medical intervention. Investigation included review of user report and troubleshooting with patient education. Investigation of this case revealed use error related to missed meal announcement and interruption of insulin delivery before the set change was completed. It was concluded that the device functioned as designed and that the event was attributable to user interaction and therapy management rather than a device malfunction.